Event description:
It was reported that t:slim x2 pump housing around usb port and pins was damaged, which affected ability to charge and meant pump could no longer be guaranteed watertight, though pump had not shut down and no low power or shutdown alarms were reported, and caller believed damage resulted from normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery, and technical support arranged replacement pump, with no additional outcome details provided.